Manufacturer narrative:
The customer reported that this central nurse's station (cns) experienced boot looping. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) experienced boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) experienced boot looping. There was no patient injury reported. Investigation summary: evaluation of similar investigation has been performed (c4c #:(B)(4) confirmed the boot loop and identified degraded hard drives and software corruption as the cause. Root cause: hard drive failure. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/10/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 I called kevin to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for kevin to call me back with this information. Attempt # 3: 02/18/2026 I called kevin to ask for model and serial numbers of any devices the reported device was connected or related to. I spoke to (B)(6) and he did not have the requested information. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) experienced boot looping. There was no patient injury reported.